Event description:
Increasing thresholds were noted at a routine follow-up. Autocapture was programmed off and ventricular pulse amplitude to 5 v. Two days later, the threshold was still at the increased value. Pv delay was changed to 225 ms, av delay was changed to 275 ms and ventricular pulse amplitude was changed to unipolar at 6 v.

Manufacturer narrative:
No medwatch form was received.